Event description:
Patient was injected with radiesse 1.5 ml spread between both cheeks and nose to mouth lines on (B)(6) 2015. On (B)(6) 2015, patient developed swelling and pain to the touch in left cheek. Her nose is also sore. On (B)(6) 2015, the swelling and pain to the touch continued in left cheek, began in right cheek, nose and chin. On (B)(6) 2015, patient developed blistering to these areas and the areas felt like they were on fire.

Manufacturer narrative:
On (B)(6) 2015, the patient went to a walk-in clinic and was given co-amoxiclav 500mg. Her symptoms worsened and she went to an after hours general practitioner on (B)(6) 2015. She has not followed up with the injector and outcome is unknown. The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release.